Event description:
Implant failed due to a broken/fractured component the initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
Implant failed due to a broken/fractured component.